Event description:
We received an error code "cannot locate catheter" on the cryo console. Troubleshooting included new electrical cable, then exchanged black box, then reboot cryo console, then handed off new cryo balloon. The issue resolved after new balloon was handed off. The defective balloon did not enter the patient's body.